Manufacturer narrative:
Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 21.0 diopter intraocular lens was inserted and removed during the same surgical procedure due to the lens being defective. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was the same model and diopter. There was no patient injury. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: in the initial MDR, 81: it was indicated that the device is not returning for evaluation and therefore a failure analysis of the complaint device was not completed, however, the device was returned. Additional info: returned sample was received at johnson and johnson surgical vision. Therefore, visual testing was performed on the complaint product and the following fields have been updated accordingly. Device available for evaluation: yes. Returned to manufacturer on 3/8/2019. Device returned to manufacturer: yes. Device evaluation: the lens was received within its original box, daisy wheel inside biohazard bag, and cartridge. The returned product was visually inspected with the unaided eye revealing the lens inside of the returned cartridge. Under a microscope, abrasions on the cartridge were observed. The lens was removed from the cartridge using healon ovd and forceps, lens was cleaned and dried. Under a microscope, visual inspection revealed scratches on the lens optic. The complaint event is confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.